Manufacturer narrative:
Date rec'd by MFR: 27may2019. The hospital medical engineer calibrated the touchscreen and the device operated as expected. The manufacturer's international service technician performed troubleshooting; however, the reported event could not be confirmed. No abnormality was found with the device. The international service technician performed touchscreen calibration on the device. The device was tested, cleaned and determined to be operating as expected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 03may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the touchscreen failed during a pre-operational check of the unit. The hospital medical engineer calibrated the touchscreen and the device operated as expected. Further evaluation is pending. There was no patient involvement.